Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported air in line alarm which was not reproduced. The air in line alarm was confirmed during the review of the event history log. Eval found a failed processor printed circuit board (pcb). The failed processor pcb was replaced.